Event description:
Lv (left ventricular) lead not working. Programmed device to rv (right ventricular) only pacing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).